Manufacturer narrative:
E1: name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient experienced hospitalization due to high blood glucose level, almost diabetic ketoacidosis and was treated with intravenous fluids event on (B)(6)2026. The patient remained in hospital for six hours.